Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the power switch was stuck and the device could not be switched off. The issue was found during preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and a field service order, it was confirmed that the event [the power switch stuck; the device cannot switch off] occurred due to power switch failure. The switch was replaced to return the unit to specifications. Olympus will continue to monitor field performance for this device.